Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified nor duplicated.

Event description:
It was initially reported by the customer that the device was displaying the wrench icon. There was no patient use associated with the reported failure. Upon initial evaluation by physio-control, it was observed that the device locked-up.